Event description:
It was reported that customer was admitted as an impatient to a hospital for diabetic ketoacidosis. Found that customer was sitting while injecting herself andsuggested standing. Troubleshooting was performed and pump programming and function appeared to be normal.